Event description:
It was further reported that the right ventricular (rv) lead impedance had a sudden increase from 400 to greater than 3000 ohms. A lead replacement is planned.

Manufacturer narrative:
(B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) pacing impedance had triggered an alert condition due to being high. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead had varying thresholds and had a possible fracture. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.